Event description:
It was reported to vyaire medical that the avea ventilator has an issue with low volumes prior to patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the technical support walked the customer through the settings and the settings are good. The customer says the unit passed the leak test and oxygen (o2) calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: code 81-other: vyaire medical's service technician was unable to verify customer complaint of "low volumes prior to patient use". The gde (gas delivery engine) volumes were tested and found to be within specification. No failure detected; device operated within specifications.

Event description:
It was reported to vyaire medical that the avea ventilator has an issue with low volumes prior to patient use. Furthermore, there was no patient associated with the reported event.